Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during 6th day of the cooling therapy on the patient with cerebral injury, the thermogard console (sn (B)(4)) displayed intermittent tcmid:02 (ce danfoss error) error message. The arctic sun temperature management system was used to continue treatment, but the temperature could not be sufficiently managed. The suk and console were replaced to continue with the therapy. No patient consequences were reported.

Manufacturer narrative:
The customer's report of the thermogard displaying tcmid:02 (cooling engine danfoss error) was confirmed during functional testing. The pic16 board and dan foss controller were replaced to resolve the problem. The system was calibrated and tested. The console passed final functional test with no further issue. During functional testing, error message tcmid:02 was noted, thus confirming the reported complaint. A review of the event log was performed and found tcmid:02 error to have occurred on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).